Event description:
It was reported that the implant in site unk was placed and removed in same procedure due to mount fracture. Declined to place another implant.

Manufacturer narrative:
Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg) for evaluation. A visual evaluation was performed, the implant had signs of use. The implant had blood/debris on internal threads. The mount was fractured at the hex. Hex piece was returned. DHR review was completed for the subject lot number 1244451. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1244451 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was due to the torque or speed applied during placement/seating exceeding the recommended value. Therefore, based on the available information, a device malfunction did occur. The mounts hex fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient age and date of birth unknown / not provided. Patient gender unknown / not provided. Patient weight unknown / not provided. Initial reporter: last name unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the implant in site unknown was placed and removed in same procedure due to mount fracture. Declined to place another implant.